Event description:
A customer reported experiencing a low blood glucose event earlier in the day, with a reported level of 45 mg/dl. They used juice and carbohydrates to manage the low blood glucose. There was no need for third-party assistance, and the control-iq feature on their pump was active. Tandem technical support suggested the customer consult with a healthcare provider to discuss the factors affecting their blood glucose levels, and the customer agreed. The case was left open until the customer could upload pump data, and arrangements were made to return the cartridge.